Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy of uterus procedure on (B)(6) 2020 and barbed suture was used. The suture broke when sewing. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/16/2020. Additional h3 investigation summary: a labeled winding former with a re-parked needle/suture of stratafix symmetric pds of product code sxpp1a400, were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, the tip needle was noted bending due to use, body fluids and tissue could be observed along of the strand. The barbs present damaged, deformation and any are missing. The end of the suture was noted with a lineal cut, that appears to be by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received the assignable cause of the breakage suture was an improper handling.